Manufacturer narrative:
The investigation was completed. Investigation summary: ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery in a 71-year-old female for post-cardiotomy cardiogenic shock with low cardiac output. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai stage e. During implantation of the device, there was concern for future decompensation and the potential for additional modalities of support. Imaging showed poor peripheral access bilaterally with the right femoral artery being more favorable. Due to body habitus and vessel anatomy, the peel away sheath was used, however obstructive to distal limb flow requiring an external distal perfusion catheter to be inserted. A second cp was attempted via right axillary artery and explanted. Then an additional cp successfully inserted via right axillary artery and the initial cp via right femoral artery was explanted. Limb ischemia is a known risk associated with impella cp as described in the instructions for use.